Event description:
Allergan rep reported receiving a report from a physician who noted after injection with juvederm ultra plus in the nose area, the patient presented at the clinic with ¿necrosis¿ eleven (11) days later. Patient was treated with hyalase, antibiotics, dressing and laser toning. Patient¿s symptoms have resolved.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2013. Device history report summary: batch number hv30772116 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming. The attributability ios then impossible to determine. Device labeling: contra-indications: do not inject into the blood vessels (intravascular).